Event description:
It was reported that t2 failed to deploy. Both t's were removed. No patient injuries were reported.

Manufacturer narrative:
This device is used. T1, t2 and suture were not returned. The depth limiter is attached. The delivery needle is bowed. This symptom indicates difficulty with reaching desired surgical location. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. A functional test was performed. The device cycles and actuates. No root cause related to the manufacture of the device can be confirmed. Device history record review identified no anomalies for this product number and lot. Use error may have been a contributing factor for this event.